Event description:
Caller reported a malfunction identified as 199 in tandem source, indicating a pump malfunction. There was no adverse impact on the customer's blood glucose level, with levels not exceeding 500 mg/dl. The issue, identified as a software error, was resolved by assisting the caller in resetting the pump. The customer was advised to continue using the pump and to call back if the malfunction recurs. No further information regarding the event's outcome was provided.